Event description:
It was initially reported the patient last felt stimulation "2 to 6 months ago" and last successfully recharged "2 to 6 months ago." It was further reported the patient was unable to adjust stimulation. An over discharge was suspected. It was stated the patient experienced a "blank screen" on their patient programmer but "did receive something" after replacing the batteries. It was further stated the patient was "only receiving the poor communication screen" and that it had been like that for "about 2 months." The patient was redirected to their health care provider. It was later reported on (B)(6) 2013 that the patient had been seeing his primary hcp for help with his ins. The patient saw a representative on (B)(6) 2013 and he checked the ins. The ins wasn't holding a charge. The representative did something and told the patient to go home and charge the device. The patient had to charge it for so long and then was supposed to call the representative when he was done charging to set the ins. They lost the representative's phone number and needed to get a hold of him. They did leave him 1 voicemail but never heard back from him. The reporter was not with the patient so patient services was unable to determine how to further assist the patient. If additional information is received, a follow up report will be sent.

Event description:
It was reported that their was a communication problem. It was reported that the patient had pain down their leg.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger, product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension, product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension, product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead, product ID: 37742, serial# (B)(4). Product type: programmer, patient product ID: 37742, serial# (B)(4). Product type: programmer, patient product ID: 37742, serial# (B)(4). Product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).